Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that implantable cardiac defibrillator (ICD) delivered inappropriate therapy due to incorrect interpretation of signal. Programming changes were made. Patient condition was stable.